Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported malfunction of foreign silicone material came out of the biopsy channel was confirmed. The foreign object of silicon was a fragment of the biopsy valve. Based on the results of the investigation, the probable root cause is due to repeated damage to the biopsy valve. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 - initial reporter establishment name:(B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during the culture test, foreign silicone material came out of the biopsy channel, which seemed to be a fragment of the subject device. The issue occurred during the service and maintenance and there were no reports of patient involvement.